Event description:
Corrected information received indicated the index procedure treated lesions in the proximal lad and 1st diagonal, versus the initially reported mid lad and 1st diagonal. The patient was discharged 16 days post CABG, not the previously reported 22 days. Additional information received indicated the index procedure treated a 2.75x12mm, 75% stenosis of the proximal lad. Treatment consisted of direct stenting with a 2.75x12mm taxus express2 stent and post dilation resulting in 0% residual stenosis. A 2.5x8mm, 90% stenosis of the 1st diagonal was treated with direct stenting using a 2.5x8mm taxus express2 stent resulting in 0% residual stenosis. The patient was discharged two days post procedure on bayaspirin and panaldine.

Event description:
It was reported that following a coronary artery drug eluting stenting treatment procedure, the pt underwent a coronary artery bypass procedure (CABG). The index procedure treated the mid lad (left anterior descending) and 1st diagonal. A 2.75x12mm taxus express2 stent was placed in the mid lad and a 2.5x8mm taxus express2 stent was placed in the 1st diagonal. The pt returned in 2009 with angina. Three months later, the pt was hospitalized and underwent a CABG procedure of the right atrioventricular artery due to 90% stenosis and the left main coronary artery due to 50% stenosis. The pt was discharged 22 days following the procedure. The pt was reported to be in improved condition post reintervention.

Manufacturer narrative:
Additional information: date of birth, patient sex, describe event or problem, relevant tests/lab data, other relevant history.(B) (4)

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. The mfg batch record review confirmed that the device met all material, assembly and performance specs. The root cause is anticipated procedural complications, as this event is a known physiological effect of the procedure and is noted within the dfu.